Manufacturer narrative:
Concomitant medical products: product ID: addr01, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017.

Event description:
It was reported that there was high impedance and inconsistent sensing on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.